Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A representative via medtronic loopblog of a loss sensor alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he had a problem with the threshold suspend feature when he needed it the most. The customer stated that his pump and sensor lose contact with each other so it does not kick in. The customer stated that his trainer helped him figure out the set. The customer stated that the suspend level is higher due to the lag in glucose accuracy. The customer stated that his sensor can be off as much as 30-40%.